Event description:
This report addresses the issue of use error- reuse of single-use supplies. The customer contacted baxter's technical service center to report a check heater line alarm while on the home choice (hc) device during fill 1 of 3. The baxter technical representative (tsr) assisted the home patient (hp) to end therapy and discard supplies as the hp tried changing heater bag prior to calling. The tsr informed the hp to call the registered nurse(rn) regarding this event. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for use error - reuse of single-use product issue was confirmed because it was reported during trouble shooting of an alarm situation check heater line, patient switched heater bag only and continued therapy with used single use supplies. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.